Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Device was received with cracked case at display window corners and battery tube threads and minor scratched display window. No cracks at or near reservoir tube window noted.

Event description:
It was reported that the insulin pump has a crack on the screen, battery loading slot cracked and reservoir window cracked. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.